Event description:
It was reported that during a meniscus suture surgery a fast-fix was used for suturing and according to the standard operating procedure, t1 and t2 fell off simultaneously. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The blue split cannula was returned protecting the needle. The depth limiter was returned trimmed to the surgeon¿s preference.t1 and t2 were returned with minimal snips of suture attached. The rest of the suture was not returned. One anchor is not whole. It has been cut or snapped in half. The delivery needle is bent and the delivery curve has been flattened. Twist or bend can interfere with advancement and removal of t¿s. The manual actuator slide lever has been fully advanced. Testing confirmed that the manual actuator is functional. No root cause related to the manufacture of the device was established.